Event description:
Medtronic received info that this bioprosthetic valve was abandoned at implant due to a leaflet tear. No adverse pt effects were reported.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the valve was not returned for analysis. Conclusion: the valve has not been returned for analysis. The device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event.